Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample probe inner sample wash valve and customer¿s qc rack to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported multiple zero/low erroneous patient results generated for multiple analytes which included alp (alkaline phosphatase), ast (aspartate aminotransferase), alb (albumin), phos (phosphorous), bun (blood urea nitrogen), tp (total protein), ldh (lactate dehydrogenase), and dbil (direct bilirubin) and qc issue on system au480 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.